Event description:
Consumer was brushing her teeth with a gum brand deep clean toothbrush and it snapped and broke at the handle. The hard plastic piece snapped and separated from the soft rubber on the handle.